Manufacturer narrative:
The device was received from the field with battery voltage at end of service after exceeding projected longevity. The device image could not be saved to lack of telemetry caused by low battery voltage. The pacer was cut opened and a new battery attached followed by re-loading the product code without anomaly. The pacer was tested under nominal settings and results indicated normal functionality. Additionally, the device telemetry had no issue and the device maintained communication with the programmer normally. Longevity assessment was performed, the implant duration exceeded the device¿s projected longevity and device is considered normal battery depletion.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on (B)(6) 2020. It was previously noted the device reached elective replacement indicator (eri) in (B)(4) 2019. There were no complications during the procedure, and patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During interrogation, the pacemaker went into backup vvi. Programming changes were discussed. The patient was not symptomatic to the backup paced settings.